Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16354. It was reported that the right ventricular leas was exhibiting low pacing impedance and sensing issues, noise on unipolar and no sensing on bipolar. Both leads were explanted and replaced successfully. Patient condition was stable.

Manufacturer narrative:
Full breached outer insulation was found at 10.5 cm and at 16.9 cm from the connector pin. This was consistent with the observation from the field of loss of sensing.

Event description:
Correction: it was reported that loss of sensing was observed on the atrial lead. Low pacing impedance, loss of bipolar sensing, and noise on unipolar were observed on the ventricular lead. The leads were explanted and replaced. The patient was stable.